Manufacturer narrative:
This supplemental report is being submitted to provide a correction and additional information from the investigation. Updated fields : b5, h2, h6

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's specified resolving power was not obtained due to damage on the charged coupled device. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established olympus detected this issue during device servicing and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's universal cord was sticky. There was no patient involvement.